Event description:
Healthcare professional reported right side rupture . Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and overweight. A microscopic analysis was performed which identify a broken striated in the posterior side and punctured opening in the anterior side. Based on the device analysis the final assessment is: a striated broken in the anterior side assessed as surgical damage; missing piece of the shell assessed as inconclusive; a puncture opening on the device assessed as to surgical damage like.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture . Device has been explanted.